Manufacturer narrative:
This follow-up MDR is created to document the additional event information. (B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information from the legal representative, reported to coloplast though not verified, stated severe pain with daily activities and intercourse and required revision surgery. Operations to attempt to locate and remove mesh, repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various area of the pelvis, spine and the vagina and operators to remove portions of the female genitalia. Urinary incontinence, physical deformity and the loss of the ability to perform sexually. A restorelle was also implanted at same surgery (refer to 2125050-2017-00089 for the restorelle complaint).

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. On 06/30/2017: report was delayed due to an esg issue. Tickets 92922, 93274, 93828, 94898, 94898, 95227, 96336, 96346 and 96547 were opened on 5/26/2017 and not resolved until 06/30/2017.

Event description:
As reported to coloplast though not verified, (see tw 349728) patient's legal representative stated abdominal pain and vaginitis.